Event description:
Mynx vascular closure device - while deploying mynx closure device, the mynx did not perform properly and was unable to de deployed - removed without incident to the pt, manual pressure was held - pt did not get a hematoma - no harm. (B)(4).